Event description:
It was reported that a user experienced an intermittently unresponsive wake screen button on the ilet bionic pancreas and initially requested a replacement, though the device continued to function and blood glucose was not affected; the user later reported no ongoing issues and declined replacement. Symptoms included no adverse clinical effects. Outcomes included no impact on glycemic control and no need for medical intervention. Investigation included customer follow-up, user education on functionality, and monitoring for recurrence. Investigation of this case revealed that the device operated as intended with no reproducible malfunction, and no component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined due to non-reproducibility.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.